Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac monitor triggered a false atrial fibrillation episode. The device also had false pause episodes due to under sensing in the past. No further information is available.